Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited out of range pacing impedance measurements. The lead remains in service and no adverse patient effects were reported. Additional details have been requested to determine the specific measurements and resolution to the reported clinical observation.